Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the bone-spread speed-lock l140 (product code: 398.930, lot number: t138606) was received at us cq. An inspection of the device noted that a piece of the distal end of the device was broken off. No other defects were noted with the device. Dimensional inspection: no dimensional inspection was performed on the complaint device due to post-manufacturing damage. Document/specification review: the relevant revisions of the product drawings were reviewed: no design or manufacturing discrepancies were noted. Conclusion: the complaint condition is confirmed for the received device as a piece of the distal end of the device is broken off. During investigation no manufacturing or design discrepancies were identified. A definitive assignable root cause cannot be determined from the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 398.930; lot number: t138606; manufacturing site: tuttlingen; release to warehouse date: 14-oct-2016. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021 it was realized that the bone-spread speed-lock l140 was damaged and did not have one of the tips. The procedure was completed successfully and there was no surgical delay. Patient outcome is reported as good. This report is for one (1) bone-spread speed-lock l140. This is report 1 of 1 for complaint (B)(4).